Event description:
After PICC line placement, pt complains of sob, coughing, red rash, and edema on face and eyes. Sats decreased to 80/s. Pt wheezing. Pt given benadryl and steroids. Md to bedside. Issues resolved within 15 minutes. Dates of use: 2009. Diagnosis or reason for use: oncology pt.